Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment and cap were undamaged and fit securely. The battery cap contact measurements were within specifications. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The ez-prime steps were performed correctly with no power interruptions. The pump cover was removed and no intermittent conditions were found to the power printed circuit board. The alleged intermittent power issue was not duplicated during testing.